Event description:
It was reported that the forceps broke during a sinus surgery. A fragment fell into the sinus and was easily removed, but led to a delay of the surgery. Additional information has been requested with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Additional information provided indicates the delay in the procedure did not result in unintended equipment. However, another procedure was necessary for the second delivery of product. The additional information was received on may 11, 2015.

Event description:
Additional information provided indicates the delay in the procedure did not result in unintended equipment. However, another procedure was necessary for the second delivery of product.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.